Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer's blood glucose was 80 mg/dl at the time of incident. The customer stated that there was a constant tone occurring. The customer stated that the insulin pump failed self test due to unresponsive buttons. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with unresponsive buttons due to moisture damage at the keypad traces. Traces of corrosion were found and an unexpected constant audio tone due to moisture damage at the electronic assembly per visual inspection. Unable to perform the functional testing, including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests due to the unresponsive buttons. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.